Manufacturer narrative:
Supplemental submitted with results of evaluation.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the casters were broken which may have resulted in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.